Event description:
It was reported that during a lap gastrectomy, the staples close to the cut line on the one side were unformed when the device was used on the gastric body at the 2nd firing. The staple height was gold. Additional suture was performed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.